Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis indicated there were no anomalies.

Event description:
It was reported that the device reached elective replacement indicator (eri) early. It was also reported that the right ventricular lead (rv) lead had high threshold. The device was explanted and replaced; the lead was capped and replaced. No patient complications have been reported as a result of this event.